Event description:
Sorin group (B)(4) received a report that the touch screen of the stockert centrifugal pump console was unresponsive during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Sorin group (B)(4) received a report that the touch screen of the stockert centrifugal pump console was unresponsive during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.